Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery.

Event description:
It was reported that the touch screen was intermittently unresponsive and that the pump time and date was inaccurate. Reportedly, the customer entered the incorrect time and date when setting up the pump. The customer's blood glucose level was 237 mg/dl. Customer continued using the pump for insulin therapy and corrected the pump time and date to resolve the issue.